Event description:
The customer contacted stryker to report that their device does not power on. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
The customer's device was received at stryker. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
This medwatch report with reference# 0003015876-2024-01816, submitted on 06/05/2024, was found to be a duplicate of the initial medwatch report with reference# 0003015876-2024-01644, submitted on 05/20/2024. A supplemental report will not be forthcoming.

Event description:
The customer contacted stryker to report that their device does not power on. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.